Manufacturer narrative:
A3b: gender: n/a. D5: operator of device:requested, unknown. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: reporter name : requested, unknown. E1: phone number: requested, unknown. The actual sample was discarded & not available for evaluation; therefore, the details of its actual condition could not be determined. Retention samples were visually inspected and confirmed free from any tilted cannula, bent cannula, or damage on cannula that might lead to the complaint. Our cannula is a supplied raw material that complies with iso 9626, particularly on stiffness and breakage. The supplied cannula raw material is tpc inspected wherein the overall visual condition of the cannula has been checked. A total of eleven (11) complaints were received from the previous two fiscal years to the present for the same issue where the cause was not identified related to our product and production process. The retention samples were subjected to simulation. The syringe with safety needle was punctured into the rubber cork. A manual cannula bending test was conducted wherein the needle was bent 45° from left to right forty (40) times. Result: the needle did not break even after 40 times bending which indicates that our needles have high resistance to breakage. The device failure was unable to be confirmed since the actual sample was discarded. Based on the results of our investigation, the root cause of the complaint could not be identified to be related to our product or manufacturing process. A review of the product's lot history file revealed no issues that were encountered during the production of the reported lot. Our cannula is supplied with raw material that complies with iso 9626, particularly on stiffness and breakage. We have a series of inspections from the needle assembly process to the outgoing process that check the conditions of the safety needles. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the involved needle would not puncture vial which caused the product to break. The product was damaged. The event occurred intra-operative. The type of procedure performed was a sublocade injection 100mg. Additional information was received on 12 mar 2024: it was reported that while applying pressure into the vial the needle broke. Additional information was received on 15 mar 2024: there was damage noted to the needle upon opening for use. The patient did not receive their injection as intended despite the issue noted. The facility received a replacement after they reported this issue. The patient is stable. Additional information was received on 18 mar 2024: the patient did not receive the injection from the damaged needle. The pharmacy replaced and sent a new product to the facility, and the patient received that injection. There were no concomitant devices used with the safety needle.

Manufacturer narrative:
This report is being sent as follow up no. 1 to correct section a, section b5, section h6: health effect - impact code and section h11 information below. A1: patient identifier: no patient involvement. A2: age or date of birth: no patient involvement. A3a: sex: no patient involvement. A3b: gender: no patient involvement. A4: weight: no patient involvement. A5: ethnicity: no patient involvement. A6: race: no patient involvement.

Event description:
Additional information was received 18 mar 2024: it was confirmed that there was no damage noted to the needle upon opening for use.